Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. The lm reported that the most probable cause for the reported event is as follows: it is speculated that the user applied forceful forces on the scope connectors, which resulted in the pins bending and not being fully connected to the scope. It is presumed that the image transmission between the scope and the processor was disturbed by the state of scope connector and the image was not displayed. Handling of the device is described below in the instruction manual. The reported events may have prevented. ¿ do not use a pointed or hard object to press the buttons on the front panel and/or keyboard. This may damage the buttons. ¿ do not apply excessive force to the video system center and/or other instruments connected.

Manufacturer narrative:
The device was returned to the service center for evaluation. The user¿s complaint of ¿bent pins¿ was confirmed. There was no image due to multiple bent pins inside the video connector. An investigation is ongoing to obtain additional information regarding the reported event. The legal manufacturer will review the content of this complaint for further investigation.

Event description:
The service center was informed during preparation for use, the video system connector pins were bent and could not be connected. There was no patient involvement reported.